Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2022. H6 component code: g07002 no device returned. The following information was requested, but unavailable: 1. What is the lot number? No further information is available. 2. How many sutures broke? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when it is mentioned "also another product was broken easily while tying" did the needle break or did the suture break? The suture broke. The following information was requested, but unavailable: did the frayed suture and broken product issue occurred during this single procedure? It is mentioned that the suture was frayed in event description, but quantity of product involved is 6 please indicate how many sutures were frayed? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? How many sutures broke? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2022 and suture was used. When opening the package, it was found that the suture was frayed. Also another product was broken easily while tying. The products were discarded. No adverse patient consequences were reported. Additional information was requested.